Manufacturer narrative:
(B)(4). Per service manual operational and diagnostic analysis does not verify the failed electrical safety tests. The electrical safety testing of the unit was completed per the service manual. The unit passed all electrical safety tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. Unit will be placed on long term hold.

Event description:
It was reported that during the incoming safety test at the affilaite warehosue, the generator failed electrical safety.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the repair has been completed, a supplemental medwatch will be sent.